Event description:
It was reported that during a total joint arthroplasty using the touch cmc1 prosthesis, the trial neck fractured during removal; specifically, the head separated from the neck. The surgeon was using the forceps clamp from the instrument set intended for trial neck insertion and extraction. No impaction was involved. There were no adverse events or patient injuries associated with this occurrence.

Manufacturer narrative:
A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Manufacturing and inspection records confirmed the item had been released in accordance with specifications. After thorough investigation (DHR review, complaint history record), it appears that the defect is not attributable to a manufacturing or material issue but rather to external factors or usage conditions. Potential risks for instrument breakage and their root causes are listed in the labelling. No indications of manufacturing or design related problems were found during the investigation. No corrective actions are required at this time.